Manufacturer narrative:
Investigation: visual inspection: scratches and blood- / salt- and tissue residues, but no deformation or other visible defects could be determined. Permeabilty test: shunt system is permeable. Computer control test. Bothe valves are operating within the tolrerances in vertical as well in horizontal position. Adjustability: the progav 2.0 valves was only limited adjustable between 0 and 18 cmh2o. Brake function and braking force: the brake function was fully operational. The measurement of the braking force was within the specification. Disassembly of the product with visual inspection of the interior: some visible organic deposits could be determined in the progav 2.0. Summary of the investigation results: based on our investigation results, we can determine a limited adjustability of the progav 2.0 valve. The visible deposits inside may have affected the function of the valve. Deposits caused by substances naturally present in the patient's bodies, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. No further actions are required as a result of the complaint.

Event description:
On 09/14/2023 the shunt system (fx413t) was returned for investigation to the manufacturer. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Age: 42 years; gender: female.

Event description:
It was reported that a progav 2.0 was implanted during a procedure. According to the complainant, the valve was not adjustable. The valve is still implanted and a revison is planned in august. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.